Manufacturer narrative:
The tech found the brake casters were worn from normal wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room 707 at the account. There was no pt/user injury reported. (B)(4).